Event description:
It was reported by the patient following a normal heart catheterization via the right femoral artery that an angio-seal was used. The patient left the hospital with severe pains in the right leg and difficulty walking. The patient was reportedly told by a nurse that the nerve lies in close proximity to the artery and may have been causing the pain. Three days later, the patient experienced numbness, pallor, coolness, and a decrease in ambulation. On day 4 post procedure, the patient had minimal pulses in the right foot. The cardiologist stated there was blockage in the artery. Another catheterization was performed via the left femoral artery. It was reported that the angio-seal was found intra-arterial. An ev3 protege gps6f/. 035" 7mm x 40mm stent was placed at the blockage. The patient reported the angio-seal was pushed against the artery wall to open the blockage. Five days later, the patient developed a systemic rash. Currently, the patient reports taking 325mg of aspirin per day and is still experiencing a "pinched nerve" feeling on the inside of the right thigh, as well as a cold/tingly feeling in the toes after sitting for more than 10 minutes.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the vessel occlusion could not be conclusively determined. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and / or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The IFU caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.